Manufacturer narrative:
The main component of the system and other applicable components are: product ID: a710, serial# unknown, product type: software. Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the lead had moved, thus she can't switch the program for now. The manufacturer representative was having trouble switching the programming from the wireless external neurostimulator to the implantable neurostimulator and couldn't find the option to switch device. The manufacturer representative connected with the implantable neurostimulator about 20 minutes prior to trying to switch the programming. It was reviewed that the communicator times out after 15 minutes, thus she would have to connect with the implantable neurostimulator again and then connect with the wireless external neurostimulator and then switch the program. It was reviewed that the manufacturer representative needed to be in the implant device selection to get to the ¿switch device¿ option; otherwise the option was not there if she used the follow up or end evaluation tab. The manufacturer representative reported that she ended up connecting with the implantable neurostimulator and reprogrammed it. The issue was resolved at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
Other applicable components are: product ID: a710, product type: software. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-06. It was reported that both of the leads moved to the patient¿s lumbar area possibly due to the patient bending over while gardening. The cause of the ¿switch device¿ option not being seen was not determined and the patient would have the system explanted to resolve the issue. There were no further complications reported or anticipated.